Manufacturer narrative:
The pump passed the displacement and self-test. No unexpected pump error 53 alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. (3) pump error 53 alarms found in the pump history file/trace on (B)(6) 2024 at 18:04:.06, 18:07:42 and 18:30:00. Pump error 53 alarm due to software error (line number 1299 file number 709). The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 53 alarm was confirmed due to software error. No com pump to xmtr was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected) and no communication pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error and fill the cannula. The delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer is not using the quick bolus speed feature on an impacted pump. The customer requested assistance with pump programming. Assisted customers with requested programming. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.